Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation, however, the customer has declined to return them. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Event description:
The initial reporter questioned 2 inr comparisons for 1 patient tested on a coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. Based on the data provided, the results from 1 comparison were discrepant. The result from the meter was 4.8 inr. The result from the laboratory within 7 hours was 3.54 inr. The patient's therapeutic range is 2.0 - 2.5 inr. There was no allegation that an adverse event occurred.